Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. The next appointment for the patient of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect and she wanted to know what she would see when her battery needed to be replaced. The patient increased the stimulation and felt stimulation, but at the time of the report was not anymore. She mentioned that ¿she had a light stroke in (B)(6) 2014 and wanted know what her expectations should be on this.¿ the patient was ¿having trouble remembering things and did change the numbers on the programmer and it did help her, but she used a gravity board, which helped with her problems with her discs in her back, but something made her numbers jump up recently, about a week ago, and she wondered if it was because of the board.¿ she was also still up three times a night and was not getting full sleep, so she thought ¿it could just be lack of sleep, she did not know.¿ she noted that she had not talked with her healthcare provider (hcp) in two years and would call the office. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0199d, implanted: (B)(6) 2013, product type lead. (B)(4).